Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gave a service required error message. The type of error was not specified. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.